Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 month post-implant, the hospital staff noticed high pump power values and the patient had signs of hemolysis. A pump exchanged was performed on (B)(6) 2013.